Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year and two months post implant of this 29mm bioprosthetic valve implanted in the tricuspid position of a patient with ebstein anomaly, testing revealed severe stenosis and moderate to severe insufficiency of the bioprosthetic valve. The valve was replaced percutaneously. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year and two months post implant of this 29mm bioprosthetic valve implanted in the tricuspid position of a patient with ebstein anomaly, the patient presented with dyspnea and an oxygen consumption rate of 48 percent predicted. Testing confirmed severe stenosis and moderate to severe insufficiency of the bioprosthetic valve. A transcatheter valve-in-valve implant is being considered, however no intervention has occurred and no scheduled intervention has been reported. No adverse patient effects were reported.